Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged, causing loss of capture, and exit block. Surgical intervention was performed to reposition the lead, which remains implanted. No additional adverse patient effects were reported.